Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold due to septum was removed and the tip of the electrode was exposed to the left ventricular side. When the screw was turned to the counter to pull it in, the tissue being searched for was involved, making it impossible for the screw to retract, and it also became difficult to remove even when the body was turned, and this may have caused the screw to break. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The "known inherent risk" conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold due to septum was removed and the tip of the electrode was exposed to the left ventricular side. When the screw was turned to the counter to pull it in, the tissue being searched for was involved, making it impossible for the screw to retract, and it also became difficult to remove even when the body was turned, and this may have caused the screw to break. This lead was never in service and a new lead was placed. No adverse patient effects were reported.